Event description:
The pt had st elevation after the procedure which progressed to a coma and subsequent death, four months after the procedure.

Manufacturer narrative:
This pt presented for elective treatment of a de novo lesion in the mid left anterior descending artery (lad) of 48mm in length in a 2.5mm vessel diameter. The (type c) eccentric lesion was also calcified. Pre-dilation was conducted with a 2.5 x 13mm cypher stent at 10 atmospheres (atm) before deploying one 2.5 x 23mm cypher stent at 20 atm. Then a 3.0 x 28mm cypher stent was deployed at 22 atm, proximal to the first stent and in an overlapping manner. Post-dilation was not done. Ivus was done. The residual diameter stenosis measured 25%. Timi iii flows were recorded pre and post-procedure. Pci was performed next on a de novo lesion in the left main coronary artery (lm) of 10mm in length in a 4.5 mm vessel diameter. The (b2) eccentric lesion was also ostial. Direct stenting was performed with a 3.5 x 13mm cypher stent at 18 atm. During the inflation, the balloon ruptured. Post-dilation was done with a 4.5 x 15mm balloon at 18 atm. Ivus was conducted. The residual diameter stenosis measured 0%. Timi iii flows were recorded pre and post-procedure. Act was not measured. During the treatment of this vessel, the lights went out temporarily. One hour after the procedure, st elevation was observed and the pt went into shock and then cardiopulmonary arrest. The pt was put on an intra aortic balloon pump (iabp) and pcps. Angiography was conducted and thrombus was observed in the implanted cypher stents. There was no flow due to the occlusion in the left main coronary artery. Aspiration was conducted and poba with two balloons, 2.5 x 13 and 3.0 x 30mm at unk inflation pressure. The pt went into a coma and was put on a ventilator. He subsequently passed away. The physician commented that the cause of the thrombotic event was unk. There was a blackout and balloon rupture during the treatment of the lm. A consulting physician commented that the thrombotic event was due to ticlopidine hydrochloride was not administered prior to the cypher implant. During treatment of the mid lad, a dissection occurred and the delay of blood flow was administered. In addition, poba was conducted between the gap of the implanted cypher stents, so there was injury at the gap. Finally, there was haziness at the proximal end of the lad, and the stent was under-dilated at the portion and the calcification at the portion was heavy. Pre-procedure medications included aspirin 100 mg/day. Intra-procedure medications included heparin 10, 000 units. Initially,when the pt went into the coma, no medications were administered. Three weeks later, while still in a coma, aspirin 100 mg/day and ticlopidine hydrochloride 200 mg/day were administered intra-veneously. Four months after the procedure, the pt, while still in a coma, passed away. Please note that this product is not distributed in the united states. However, it is similar to the us distributed cypher sirolimus drug-eluting stent. This product is not available for testing and evaluation. Add'l info received will be submitted within 30 days upon receipt. This is one of three products used in the same procedure that were submitted under the following mfg numbers 9616099-2006-01638, -01639 and -01640.